Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, the pt reported, he noticed a small amount of insulin dripped inside the cartridge chamber of his infusion device. He dried it out with a cotton swab. Proper cartridge insertion was reviewed with the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or secondary party to address the issue. No product will be returned for eval.